Event description:
This adult male patient had a single-lead implanted cardiac defibrillator a year ago for worsening chf after a nstemi. He was admitted to a local hospital about 9 months later for multiple shocks from his ICD. These were found to be inappropriate shocks and one induced ventricular fibrillation. He was found to have abnormal sensing from the ICD lead. A physician attempted lead removal and replacement, however, was not able to. It was found to be lodged somewhere distal to the tricuspid valve, attached to the sub-vavular structures at the proximal portion of the coil and on to the tricuspid valve. His ICD was turned off and underwent laser lead extraction and replacement about one week later.